Manufacturer narrative:
510k: this report is for an unknown spiral blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a hardware removal due to shoulder pain due to the spiral blade backing out. The patient was implanted with unknown spiral blade and expert humeral nail on (B)(6) 2018. The surgeon removed the spiral blade and expert humeral nail. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device: expert humeral nail (part/lot unknown, quantity 1). This report is for an unknown spiral blade. This is report 1 of 1 for (B)(4).